Event description:
It was reported when using the bd preset¿ syringe with attached needle, the user experienced the i.v shields and/or protective cap came off letting needle exposed, causing a needle stick injury post-use. The following information was provided by the initial reporter. The customer stated: the arterial blood was collected from patients without needle shield, the nurse was pricked when taking it, the problem needle was stopped and adverse events were reported, and the pricked nurse should be sterilized and bandaged.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing needle shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing needle shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the user experienced the i.v shields and/or protective cap came off letting needle exposed, causing a needle stick injury post-use. The following information was provided by the initial reporter. The customer stated: the arterial blood was collected from patients without needle shield, the nurse was pricked when taking it, the problem needle was stopped and adverse events were reported, and the pricked nurse should be sterilized and bandaged.

Manufacturer narrative:
The following fields have been updated: 1 photo was provided for investigation. Imdrf annex e grid (1): e2010 - needle stick/puncture. Imdrf annex f grid (1): f23 - unexpected medical intervention. Imdrf annex b grid (1): b15 - analysis of data provided by user/third party. Imdrf annex c grid (1): c16 - manufacturing process problem identified. H.6. Investigation summary: "material #: 364314. Lot/batch #: 1271985. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing IV shield was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.